Event description:
As reported via the edwards clinical specialist, an edwards 23mm sapien valve was deployed in the native aortic annulus, resulting in moderate paravalvular leak (pvl) by tee. A 1cc diluted contrast was added to delivery balloon and was inflated again in initial valve but the pvl did not resolve. A second 23 mm sapien valve was deployed resolving the moderated pvl. Final assessment demonstrated trivial pvl.

Manufacturer narrative:
Echo and fluoro images were not available from the site for review. This patient was noted to have a severely calcified sinotubular junction (stj) along with moderate calcification of the annular root and leaflets. The image intensifier angle and coaxial alignment was noted to be good. The sizing of the first valve was within normal limits. The first sapien valve was positioned 50/50 aortic. Balloon inflation was held for at least 3 seconds during deployment and there was there no loss of pacing capture. Post deployment the sapien valve was in 60/40 aortic position. Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to paravalvular leak (pvl). Pvl can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Others may be more clinically significant and may require intervention. In this case the pvl required the implantation of another valve within the first valve which resolved the leak. Physician's undergo extensive training by edwards lifesciences in order to perform the procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment and the correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, it was noted that the aortic root and stj was moderate - severely calcified. There is no documentation of device malfunction. No corrective or preventive actions are required.